Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that the product was not filtering through and beeping was noted indicating air in line. No adverse effects were reported.